Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested system and was able to take control of instruments multiple times from multiple different situations. Fse was unable to recreate the reported 31089 error and cleaned and reseated all fiber cables. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a fault on the system. Due to the fault the system froze while an instrument was grasping tissue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system and was able to take control of instruments multiple times from multiple different situations. The fse was unable to recreate the 31089 error. The fse cleaned and reseated all fiber cables. The system was tested and verified as ready for use. The event was confirmed based on error log review; however the issue was not able to be replicated during fse visit.